Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process resulting in a piece of white septum in the syringe needle. A cartridge change was performed resolving the issue. Customer¿s blood glucose level was 124 mg/dl.